Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe foreign matter ¿ glove residue. This occurrence is related to a contamination during production process caused by glove residue used to production line clearance by the manufacturing personnel. The glove model will be removed from clearance process. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that foreign matter was found on the bd plastipack¿ syringe plunger.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd plastipack¿ syringe plunger.